Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was transferred from a local hospital (non-implanting center) to the implanting center where it was determined that the pump was not operating. It was reported that on (B)(6) 2015, the patient had dark colored urine and his lactate dehydrogenase (ldh) level was 1400 u/l. The surgeon stated that the outflow graft seemed to have a kink and the patient¿s inr was subtherapeutic, which he felt were most likely the source as to why the patient's pump had thrombosed. The pump was turned off and the patient was listed as status 1a on the transplant list. On (B)(6) 2015, the patient's ldh had dropped to 900 u/l, but his kidney function was declining. No further information was provided.

Manufacturer narrative:
Approximate age of device - 11 months. The pump remains implanted in the patient but was turned off and is no longer supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as vad support was discontinued (pump was turned off), and the pump remains inside of the patient. A root cause for the reported event could not be conclusively determined through this evaluation. Based on the manufacturer¿s past experience and similar reported events, kinks in the outflow graft have the potential to lead to device thrombosis. Additionally, elevated ldh can be a potential indicator of device thrombosis; however, a full evaluation of the pump could not be conducted as it was not returned. The instructions for use lists device thrombosis and renal failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. Additionally in the instructions for use, information regarding the preparation, installation, and orientation of the sealed outflow graft is provided. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on 04/10/2015 that the patient was still in ICU with no anticoagulation issues. Patient's inr was sub-therapeutic.